Event description:
It was reported that the patient underwent a tlif at l5-s1. The surgeon implanted a 13x30 peek cage and rhbmp-2/acs. The rhbmp-2/acs was placed in superior and anterior positions to the cage. Two to three weeks post-op, the patient developed lower leg pain. MRI showed a fluid-filled cyst with a fibrous tissue encapsulation. A surgical procedure was performed in 2008 to clean out the cyst. No other complications were reported.

Manufacturer narrative:
Additional implanted device: peek cresent cage, catalog no 9193013. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.